Event description:
The customer observed sparks when powering on the refrigerator switch on the architect i2000sr analyzer post receiving error 7003 (temperature alarm channel 7 message). No user safety or impact to patient management was reported

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and it was discovered that the refrigerator cables were loose which were then tightened by the fse. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the site visit by the fse. The architect operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends with regards to the current issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified.